Event description:
It was reported to olympus, that the gastrointestinal videoscope had low angulation in the up/down/left/right directions and the scope switches were not working. It was also noted that the iris and auto brightness function were not working. The issues were found during receipt inspection. Inspection and testing of the returned device found that the bending section rubber had foreign objects. There were no reports of patient harm associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that the bending angle in the up/down/left direction did not meet standard value. It was also noted that water tightness was lost due to damage to the channel tube. The image had black dots due to damage on the charge coupled device unit and the switches did not work due to damage to the switch box. The nozzle was missing and there were scratches throughout the device. The light guide lens had discoloration and the adhesive on the bending section rubber was detached. The grip was sticky and the scope cover had a dent. The scope cylinder was shaved and the light guide bundle was slipping down. The switch flexible printed circuit unit had corrosion and the control unit was dirty due to water leakage. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the following led to the malfunction: it is presumed that the issue occurred as reprocessing was not conducted properly due to leakage from biopsy channel; however, a definitive root cause of the event could not be identified. This issue is addressed in the instructions for use (IFU): the event can be detected and prevented in accordance with the following IFU. The instruction manual gif-q150 operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual gif-q150 reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures describes how to prevent for the suggested event. Olympus will continue to monitor the field performance of this device.